Event description:
According to the reporter, at the first firing during a lobectomy procedure, when the handle was removed from the charger and the shell was attached, power handle error(the handle was shown in the center, a mark of "x" was shown in red.) Was shown on the lcd display. It was returned to the charger for a moment and was restarted, the screen recovered to be normal, but right after the reload was attached, it began to articulate left on its own, and was stopped being used. When the operation was checked after the procedure, the rotation button did not react and it was long pressed upward for returning the articulation to the original position, but it did not return. A manual handle was used to complete the case. The event occurred during the procedure but the product was not used for patient. The surgical time was extended by less than 30 minutes.

Manufacturer narrative:
Additional information: b5, d10, g4, h3, h6. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. A review of the system logs showed that an alternate key was pressed before the intended one. This resulted in the handle actuating in a way that was not intended. Additionally, analysis of the system logs showed evidence of a memory verification failure. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The handle software periodically verifies its external memory contents for integrity and if verification fails it prevents the handle from further operation. This could cause the handle to unexpectedly stop functioning. This was most likely the cause of the handle error. Internal process improvements have been initiated to mitigate this issue. It was also reported that the jaws of the device did not rotate. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the first firing during a lobectomy procedure, when the handle was removed from the charger and the shell was attached, power handle error (the handle was shown in the center, a mark of "x" was shown in red.) Was shown on the lcd display. It was returned to the charger for a moment and was restarted, the screen recovered to be normal, but right after the reload was attached, it began to articulate left on its own, and was stopped being used. When the operation was checked after the procedure, the rotation button did not react and it was long pressed upward for returning the articulation to the original position, but it did not return. The handle and shell were replaced to complete the case. The event occurred during the procedure but the product was not used for patient. The surgical time was extended by less than 30 minutes.